Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during pre-discharge, the physician was concerned about potential ineffective therapy after a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant. An x-ray was performed, and suboptimal position of the electrode was observed. Boston scientific technical services recommended electrode placement revision to optimize the shock vector and energy distribution. Current system placement may add risk of potential low conversion rate due to shock vector orientation and possible over sensing of non-cardiac signals as the electrode is too high in patient's chest. Subsequently, days later the electrode was repositioned. No additional adverse patient effects were reported. The electrode remains in-service.